Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the down arrow keypad button was intermittently unresponsive. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be intact. The keypad buttons were found to be responding normally to presses. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the complaint, the display screen was found to be faded and discolored. Also unrelated to the complaint, the pump case was found to be cracked at the corner of the display screen lens. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.